Event description:
It was reported that during the robotic assisted prostate procedure that the device was loaded with gray reload, closed jaws on tissue and fired trigger after decompression. Audible feedback was slow and intermittent with three interruptions of a pause as if battery draining. The firing sequence was able to finish to provide appropriate staple line. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2023. Batch # unk. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). No. What is the most current patient health status? Unknown. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Dr. (B)(6) investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee45a device was returned with the anvil bent upwards and with one ecr45m reload loaded in the device. The reload was received fully fired. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 205c98, and no non-conformances were identified.